Manufacturer narrative:
Complaint is confirmed. One opened ar-3638 was received for investigation. Visual evaluation found that the inserter tips of the devices were broken off. Functional testing performed using digital caliper ID,(B)(4), found that the shorter broken tip measured .554 in., and the longer broken tip measured, .665 in. This meant that the shaft broke off in the gradual thickness range leading us to take a thickness measurement on both sides of the zone. The larger thickness was expected to be .024 ± .002, the smaller shaft's thickness measured to be .024 and the longer shaft's thickness measured .025, both passing within tolerance. The smaller thickness was expected to be .015 ± .001, this was measured on the broken tip side with the smaller tip having the thickness of .015 and the longer tip having a thickness of .014. Both passing within tolerance. The diameter was also measured of both shafts with the expected value to be .062 ± .001. The shorter shaft's diameter measured .062 and the longer shaft's diameter measured .0625. Both passing within tolerance. The most likely cause can be attributed to prying/leveraging the device during insertion.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that the tip of the device broke during the surgery and was successfully removed from the patient during the same procedure. There was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.